Event description:
It was reported to medtronic minimed that the customer experienced difficulty with the sensor not taking a calibration. The customer's insulin pump showed the blood sugar as 194 mg/dl and the blood glucose was 174 mg/dl. When the customer entered the blood glucose, the pump asked to calibrate and enter blood glucose. The customer did and no calibration occurred. The customer also reported a loss of communication due to bg not received/no calibration occurred. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.